Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log also contained a loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen are the result of the mpu suddenly losing power on 16mar2026. The system controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored. No unusual pump stoppages or any abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.